Manufacturer narrative:
This follow-up report is being filed to relay the return date of the product.

Event description:
It was reported patient underwent a wrist triangular fibrocartilage complex repair on (B)(6) 2013. During the procedure, the anchor pulled out of the bone. The surgeon reloaded the implant but it pulled out another two times. As a result, the surgeon drilled small bone tunnels and the repair was completed with suture/debridement.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Examination of returned device found evidence the device was bent which indicates a misalignment in the procedure. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery. The surgeon must select a type or types of internal fixation devices appropriate for treatment."